Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that she did no delivery troubleshoot earlier and tried reconnecting her tubing and reservoir and still got no delivery alarm. Customer was able to resolve the alarm by complete change. Customer declined to troubleshoot. Customer will report back if issues persist. No further information provided.